Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 391 mg/dl. The customer indicated that a bolus would be delivered. During troubleshooting with tandem's technical support, it was noted that there were air bubbles and that the customer had multiple incomplete bolus alerts. Reportedly, the customer was confident that the missed bolus deliveries were the reason for the elevated bg level. At the end of the report, the customer's bg level lowered.